Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units display does not close completely.

Event description:
It was reported that during daily inspection of users, the cardiosave intra-aortic balloon pump (iabp) units display does not close completely. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. Adjusted the hinge. Fse checked the operation based on the inspection record sheet and confirmed that it was currently in good working order.